Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the main controller revealed that the controller passed functional testing. Visual inspection revealed contamination within power port one. This is an additional finding not related to the reported event, likely due to the handling of the device. Log file analysis revealed a controller fault alarm and multiple event exceptions were logged on 07-aug-2020 due to a fault in the internal battery charging circuit. An internal inspection did not reveal any anomalies. During supplemental testing, the controller was allowed to run for an extended period of time; results revealed that the controller fault alarm or event exceptions could not be duplicated or replicated. Based on the available information, the reported controller fault alarm was confirmed through log file analysis. Additionally, analysis of the alarm log file revealed three vad disconnect alarms were logged on 07-aug-2020 starting at 15:38:10, likely due to troubleshooting and/or the reported controller exchange. It is likely the vad disconnect alarms were perceived as the reported "high priority" alarm. Failure analysis of another controller revealed a bent pin within power port of the controller. The bent pin did not allow a battery to properly connect to the controller. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal battery charger integrated circuit. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the reported ben pin event can be attributed to a misalignment between the power port and battery output connector. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial or lot#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm followed by another high priority alarm. The patient exchanged to the back up controller but was unable to connect a second power source due to bent pins. Both controllers were exchanged. No patient complications have been reported as a result of this event.